Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the left superficial femoral artery (sfa). The emboshield nav6 was deployed in the proximal popliteal area and became very full by the end of the procedure. During attempted removal, the filter could not be fully encapsulated in the retrieval catheter and could not be pulled through the sheath, so a buddy wire was placed to assist the removal and everything was successfully removed. There was no adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.